Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) for concerns for possible loss of capture (loc) on this right atrial (ra) lead. Additionally, farfield signals were noted that are not been oversensed by the device. Technical services (ts) reviewed the device data and explained that the loss of capture (loc) could not be confirmed. The patient was brought into clinic for evaluation, and all lead measurements were confirmed to be within normal range. No adverse patient effects were reported. The ra lead remains in service.